Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 24mm from the tip and is approximately 61mm long. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 50% stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 50% stenosed, mildly tortuous and moderately calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).